Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient was not hospitalized and was treated with a four-week course of antibiotics. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information: results code added. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a driveline infection on (B)(6) 2017. Cultures were positive for staphylococcus aureus. No hospitalization was required. The patient was treated with antibiotics for 4 weeks. Cultures were negative on (B)(6) 2017, and the infection reportedly resolved. No additional information was provided.